Event description:
Customer no longer was experiencing chest pain.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose (bg) was over 600 mg/dl. Infusion set was changed and correction boluses were delivered. No issues were observed with pump supplies. Bg continued to rise. Insulin injections were administered. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Contact did not report type of treatment that was administered while hospitalized. Bg/dka were resolved. Customer was discharged on (B)(6) 2018 and reverted to using manual injections for insulin therapy. Customer experienced chest pain "since going to the hospital". Reportedly, customer visited a healthcare provider regarding the chest pain. Although requested, additional information regarding customer's current condition was not provided.